Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased threshold capture and decreased pacing impedance noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolved the event and the patient was in stable condition.